Event description:
Used a freestyle libre 3 libre for continuous glucose monitoring device. After some concerns of being abnormally high for a long time compared finger poke glucose to monitor and noted it there was approximately a 45 point difference where the libre was higher and incorrect.